Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infections (utis) while using the purewick female external catheter. The hospital nurse advised the patient to use a regular catheter instead. It was unknown what medical intervention was provided. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up via phone on 15-mar-2023, the patient¿s daughter reported that the patient had passed away on (B)(6) 2023. No additional information was provided. Per clinical follow up via phone on 20-mar-2023, the patient¿s daughter stated that over time the purewick device got louder, and there seemed to be less suction. A replacement device was obtained. She confirmed the patient had developed a uti, and it was treated with antibiotics. The patient¿s daughter reported that the 89-year-old female patient was bedridden and passed away on (B)(6) 2023 due to congestive heart failure (chf). She additionally stated the patient¿s death was unrelated to the purewick device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced urinary tract infections (utis) while using the purewick female external catheter. The hospital nurse advised the patient to use a regular catheter instead. It was unknown what medical intervention was provided. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up via phone on 20-mar-2023, the patient¿s daughter reported that the patient had passed away on (B)(6) 2023. No additional information was provided. Per clinical follow up via phone on 20-mar-2023, the patient¿s daughter stated that over time the purewick device got louder, and there seemed to be less suction. A replacement device was obtained. She confirmed the patient had developed a uti, and it was treated with antibiotics. The patient¿s daughter reported that the 89-year-old female patient was bedridden and passed away on (B)(6) 2023 due to congestive heart failure (chf). She additionally stated the patient¿s death was unrelated to the purewick device.